Event description:
This report was received from (B)(6). This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag and external viaflex therapies. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported, with lot number 1101069) and extraneal viaflex (dose and frequency not reported, with lot number s10j12029) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis from an unknown cause and was not hospitalized. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2gm, loading dose, ip) and sebibine (1gm, loading dose, ip). At the time of this report, the event of peritonitis was resolving. Dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing. The nurse stated that the event of peritonitis was not related to dianeal pd2 ultrabag and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.